Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted and a follow up report will be submitted after all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report (mw5081816) which reported the following information: a customer reported experiencing a ¿severe blistering skin rash¿ when wearing an adc freestyle libre senor. The report noted the date of the event as (B)(6) 2018. There was no report of any self or third-party medical intervention. There was no report of death or permanent injury associated with this event.